Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a step during testing. The oxygen blending module board and interface board were replaced to address the issue. Both the oxygen blending module board and interface board were returned to the manufacturer's product investigation laboratory for further investigation. The oxygen blending module board was found to operate to design specifications. The interface board was found to have a leaking capacitor that caused the failure.